Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age and weight were not available for reporting. Device is an instrument and is not implanted/explanted. (B)(4). A service and repair history review was attempted for the subject device but could not be completed because the device is a lot/batch controlled item. A device history record review was then performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a femur trochanteric fixation nail (tfn) procedure while the surgeon was reaming the femoral canal the flexible shaft connector for use with jacobs chuck screw on the side that holds the protective washer in place became loose and the flexible shaft connector became disassembled during use. The surgeon was able to tighten the screw and complete the procedure with the device. After the surgeon was finished using the flexible shaft connector the device was inspected and it was found that a pin from inside the flexible shaft connector was missing; it was thought to have fallen on the floor. An x-ray was taken to confirm the pin was not in the patient. There was a one minute surgical delay and the procedure was successfully completed. The patient's postoperative condition was reportedly stable. This report is 1 of 1 (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: one flexible shaft connector (part 351.16j, lot 2516145) was returned for investigation. The device was received disassembled into seven (7) subcomponents. One of the two bars is missing and was not returned. The exact cause for the missing components is unknown, but they were likely lost when the device was inadvertently disassembled during use when the knurled cap loosened. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Per the technique guide, the flexible shaft connector (351.16j) is a component of the flexible reamer set which is utilized if reaming of the medullary canal is desired prior to the implantation of retrograde/antegrade femoral nails (r/afn), lateral femoral nails (lfn), and tibial nails. The relevant drawings (top-level and bars) for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The exact cause for the missing components is unknown, but they were likely lost when the device was inadvertently disassembled during use when the knurled cap loosened. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.